Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 2/11/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the complaint sample was received which consisted of the activated cylinder (containing approximately 0.7 ml of expellable solution), the cylinder holder and the plunger rod, that was screwed into the backside of the gray rubber plunger. The assembled syringe was placed into a plastic bag, which was then placed into the product box (also ue31579) along with the direction for use (dfu). Based upon the visual inspection of the returned complaint sample, the customer¿s report of a "white foreign substance" or similar has not been confirmed. Additionally, there were no other observations made in or on the complaint sample related to ¿foreign substances¿. A mp4 video was attached to the complaint record. The video clearly shows a colorless/light yellow material find on the tip of the customer''s cannula prior to injection of the ovd. Upon injection of the ovd, the eye is observed to become cloudy with numerous, colorless, particle-like finds. Based upon the inspection of the returned complaint sample, there is no indication of particle finds or similar which could explain the observation seen in the video. A product defect is not confirmed and therefore no probable cause has been determined. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted; give date: n/a (not applicable). The healon pro is not an implantable device. If explanted; give date: n/a (not applicable). The healon pro is not an implantable device; therefore, not explanted. (B)(6). Device evaluation: since no sample was returned and product testing could not be performed; a malfunction is not confirmed. Manufacturing records review: manufacturing record review for product was performed and no deviation related to this complaint was found. All results were within specification and no other complaints have previously been reported on this batch. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white foreign substance was noticed upon injecting healon pro into the patient's eye. There was no patient injury reported. No additional information was provided.